Event description:
It was reported that the ventilator had a backup alarm failed error code. There was no patient involvement. The customer troubleshot with technical support and verified the error code in the ventilator¿s diagnostic logs. The customer was advised to replace the power management board or cpu. The service engineer (se) inspected the device. The se confirmed the error code and in addition when powering the unit on found an error code indicating machine and proximal pressure sensors failed. The se found that a ribbon cable connector was loose going from the motor controller board to the data acquisition board. The se connected the cable, and the unit was checked overall, run in tested, cleaned, functionally tested, and no further abnormality was found.